Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, after surgery, a certas valve was revised and appeared to be blocked.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected; biological debris was noted inside the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8804, was not possible as the lot number was unknown. No root cause could be determined as no problem was noted with the valve. The biological debris noted in the needle chamber did not affect the valve from functioning. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.